Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Final device evaluation did not identlfy any issues that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient received several inappropriate shocks and the caller stated it is believed the shocks were due to a inappropriate device programming. Additional information was received one week later stating this system was subsequently explanted due to possible infection.